Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, guide wire coating damage was noted. While preparing this 182cm choice guide wire for use, it was noted that an area of approximately 1cm had a "shining material" located on the mid wire. This was visibly notable and the material felt more thick than the rest of the wire. The guide wire was not introduced to any other devices. The procedure was completed with another choice guide wire.

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, guide wire coating damage was noted. While preparing this 182cm choice guide wire for use, it was noted that an area of approximately 1cm had a "shining material" located on the mid wire. This was visibly notable and the material felt more thick than the rest of the wire. The guide wire was not introduced to any other devices. The procedure was completed with another choice guide wire.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): examination of the returned complaint device revealed kinks located 2, 26, 55 and 60cm from the proximal end. Visual inspection of the device did not find any non conformance to the device coating. The 1cm piece of "shining material" noticed by the user is the hypotube, which is part of the guide wire. The outer diameter of the guide wire was measured and met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference issue as the device performed according to specification. (B)(4)